Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that there was "persistent leakage from the cartridges". Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.